Manufacturer narrative:
H11:since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in canada. The patient reported that she experienced that there was blockage at site which occurred on (B)(6) 2024. The patient changed supplies as necessary and resumed insulin therapy. No further information available.